Event description:
The customer alleged oil mist came from the unit. There were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse reported the following: unit misting. The fse replaced the oil mist filter and completed a test cycle. The unit performed to specifications.